Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. This is the final report.

Event description:
The recipient is reportedly experiencing an infection. The recipient is in the process of healing.